Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives error 245.3020 on 8100 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives error 245.3020 on 8100 (s/n (B)(4)). Explained problematic fault to door sensor detection. Suggested for customer to repair/ replace the ail sensor assembly. Customer would like to send device in for repair. Transfer customer to our service coordinator to assist with RMA request for service level 1 repair. Informed customer, if any further concerns and/or issues to give a call back. End call.